Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that during a site change, the cannula of a cleo® 90 infusion set broke off inside the patient's stomach. The patient was able to remove the cannula with their fingers. It was reported that the patient's blood glucose levels were at a low of 64mg/dl and a high of 133mg/dl at the time of the event. To address the low blood glucose levels, the patient ate and entered their blood glucose levels into their pump. The patient contacted a nurse regarding the event. No permanent injury was reported. See MFR: 3012307300-2017-01116.